Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400545283.fifty (50) samples in packaging were returned for further evaluation. The returned samples were visually and physically evaluated per specification and no defects were detected. The reported defect was not confirmed.review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: safety feature on needle does not work properly. Please note that the initial report was submitted on (B)(6) 2022 via the incorrect report number (B)(6); however, the report was submitted on time.